Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the shaft of the mapping catheter was found to be kinked. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.